Event description:
This pt underwent a left total knee arthroplasty in july of 1998. She had good results with improved range of motion but continued to have some pain as well as instability of the knee. She was admitted for revision of the left total knee. Intraoperatively, the tibial component was removed and replaced to improve valgus/varus stability. Intraoperative cultures were negative for growth.